Manufacturer narrative:
An altis sling and four introducers (two sets) were received for evaluation. Examination of the returned introducers revealed one set both had broken tips. Microscopic examination of the detachment surfaces revealed them to be rough and irregular. No abnormalities were noted with the second set of introducers or sling. Based on examination of the returned introducers, excess force may have been exerted on both introducer tips while inadvertently pushing on bone, which resulted in the introducer tips detaching. Additional information was not received regarding the event leading up to both detachments, so quality is unable to determine the reason for the detachments. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the thin part of the trocar broke off during the procedure.